Event description:
It was reported that the patient was ¿very sick¿ and passed out ¿sometimes 3-4 times per day¿ for ¿several weeks.¿ the patient noted their leg was ¿black from ankle to knee.¿ it was further noted, the patient ¿blacks out and goes unconscious¿ and did not feel their pain until waking up. It was further reported, the patient¿s current implantable neurostimulator (ins) ¿did not work as well as her first one¿ and that it would not ¿reach l1 or l2¿ like her first ins. The patient noted that ¿her pain level used to be 6s and 7s¿ and that over the last two weeks prior to report she ¿had more tens than she had ever had.¿ the patient stated, she ¿had more injections and surgeries than she can count.¿ the patient reported, she ¿needed something to cover the thoracic pain.¿ it was stated, the patient¿s physician suggested,she use more ¿fentanyl patches and opiates.¿ the patient was noted to have not wanted to increase these as she ¿thought opiates made people stupid.¿ the patient was interested in a morphine pump. Additional information reported the patient¿s ins was ¿implanted a couple of millimeters off¿ and that ¿no matter what they tried they could not get it to reach l1 and l2.¿ the patient stated, she was ¿systematically being driven crazy as the pain eats up her brain cells.¿ the patient further stated that she was in ¿a lot of pain¿ and that ¿if she had a gun she would use it.¿ the patient reported, a ¿loss of therapeutic effect.¿ it was further reported, the patient never had therapeutic effect. The patient¿s pain was at a nine or a ten and did not know if it could be ¿handled any longer¿ and ¿may check into a mental institution.¿ additional information stated, the patient was in ¿a lot of pain (7-9 level).¿ it was reported, the patient¿s ¿whole thoracic spine is covered with osteocites¿ and the patient had ¿bad right side sciatic pain.¿ the patient stated, ¿she was in so much pain she wanted to check into a mental hospital.¿ the patient noted, she had opiates that were intended to ¿curb heparin¿ and that she ¿did not want to use them.¿ it was further reported that the patient wanted to ¿scream and holler.¿ the patient did not want to take medication for the pain because, it would interfere with proper communication. It was further reported that the patient felt ¿there was something very strange going on.¿ it was noted that the patient had ¿an extremely high pain level, was old and tired and getting really sick of all this.¿ additional information reported, the cause of the event was ¿unknown¿ and was not attributed to any of the patient's devices. The patient¿s physician further reported the issue was ¿not due to the implantable neurostimulator.¿ the physician noted, the patient did not require surgical intervention or hospitalization and had an outcome of ¿no injury.¿

Event description:
It was later reported that the patient¿s second implant malfunctioned and the patient now had a third implant which was a pain pump. It was later reported that the second one ¿totally refused what they wanted it to do.¿ it was noted that it was removed and the patient had a ¿big scar waiting to heal.¿ it was noted that the patient had slipped on a patch of black ice and ruined her spine. It was further noted that the patient stated she should have known she needed more pain relief from her lumbar area. Patient noted that she had wasted time and money on the spinal cord stimulator which had only done half the job she needed.

Event description:
Additional information reported indicated that patient's "thoracic discs were all blown" and that the therapy was not covering the primary pain. It was stated that the patient should have never had pain stimulation implant and should have had pump implant.

Manufacturer narrative:
Product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID 3 9565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Additional information received reported that the implantable neurostimulator (ins) did not treat her worst pain at l1-2. Stimulation worked on t spine but patient also stated it did not work on her whole spine. It was noted that the patient thought the ins should work on the entire spine not just half. Patient's medical history included the progression of the deterioration of her spine. It was confirmed that this was not related to stimulation and had occurred prior to stimulator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they were never able to get the second implantable neurostimulator (ins) programmed correctly.

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was later reported that the patient's thought process was "off because of the medication she was on." It was noted that the ins was "only good for the lumbar spine and her thoracic spine was a mess." Patient had "had a lot of laminectomies that she could not even count." Patient "wears a special kind of fentanyl patch but she had become allergic to that." Patient had a change in therapy effect. Patient was currently having a lot of pain on the scale of 9 or 10 and was usually at about an 8 or 9 at the highest. It was later reported that the patient stated she was "between the devil and the deep sea." It was later reported that the ins refused to do anything for l12. Patient's medications were not working as well as they used too. Patient had cataracts and could not see. It was later reported that the device was not helping with her pain. Patient felt like jumping off a roof. It was noted that the patient did not want to take any more pain medications because she would go crazy and they would commit her.

Event description:
Additional information reported indicated that "the ins (implantable neurostimulator) malfunctioned and had to go." The ins started to malfunction in late (B)(6) 2013/first part of (B)(6) 2013 and it would be removed four days after the report. It was also reported that the patient had received a letter from hospital stating she would start the pump trial on that day. It was also stated "the thoracic pain was worst than the lumbar spine and not why they did not do this before."

Event description:
Additional information received reported that "testing and reprogramming" had been done, but the dates were unavailable as the tests were performed at "other places." It was stated that the patient's pain had changed to a point where coverage was not satisfactory and the stimulator was explanted and an intrathecal pain pump was implanted. The patient was said to have been doing well with improved pain condition and function and a decreased oral opioid use.